Event description:
It was reported to vyaire medical that the patient experienced burning in the chest after receiving treatment with airlife filtered small volume nebulizer system. Furthermore, there is no information regarding patient harm.

Manufacturer narrative:
H3: 81 other ¿ the customer did not send picture or the physical sample of the fg part number 124030eu for the investigation. We require either the physical sample and/or pictures to perform a further investigation and look for the possible cause of the reported defect. In addition, we were unable to review the device history record since the lot number was not provided for the investigation. Therefore, the defect reported by the customer was not confirmed. There are two patients involved in this incident. Please refer to (B)(4) for the 1st patient. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3: device was not returned.